Event description:
A pt reported blood glucose results of 183 mg/dl with a lifescan meter (one touch ultra) and 136 mg/dl with a freestyle meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The pt performed a blood glucose test 2 hours after comparison on the one touch ultra meter and obtained a result of 185 mg/dl. Another control solution test was performed on with a new vial of test strips (same lot#) and the result fell within the specified range. Test strips were replaced for the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.